Event description:
It was reported by the customer that when they tried to remove the steer while moving, the brake was applied because of the swing of the pedal, causing the stretcher to stop suddenly. No pt involvement or adverse consequences were reported.